Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the o.r. On (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the 8mm ti polyaxial screw. This is 2 of 12 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
(B)(4): 8.0mm ti matrix polyaxial screw received assembled with noted non-manufacturing nonconformities: the body has nicks and scratches on the periphery and internally on the locking threads. On one side of the collet rod slot there are grind/burr/displaced material marks around the full radius that extends onto the body with similar radius. There are wear/rub marks on the body that would not be similar to rod being locked in aligned position. All described nonconformities are post manufacturing issues. With the grind marks on collet it would be suspect if collet would function as designed. Indications are that technique guide was not followed and the body was not in alignment with rod at time of tightening. On collet l1 & r1 could not be measured because of damage; also, raw material could not be measured because of product being assembled, but was verified as correct in DHR. Complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
Additional narrative: DHR review found 1 ncr for data entry error. The ncr's nonconformance is not relevant to complaint condition. No other discrepancies were noted that would be associated with this complaint.